Event description:
It was reported that cgm error 42 occurred repeatedly on pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to put old pump into storage mode and return it with prepaid label, and advised customer to manually enter pump settings and reconnect cgm on replacement device.